Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that the prograsp forceps instrument was cracked but not additional information was provided. There was no report of patient involvement or no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and was found to have the housing cracked at the base of the housing near the chassis. The crack measures approximately 0.288" in length. Components adjacent to this cracked housing do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.